Event description:
The customer reported her blood glucose reached into the range of 16 to 20 mmol/l (288 to 360 mg/dl) less than 36 hours after the pod was activated. Upon removal she noticed the cannula looks "crimped" toward the end. She does not remember the actual date this event occurred so no further info was provided.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported crimped cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.